Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and lymphadenopathy. Continued e1.: address: (B)(6). Laboratory analysis summary device photograph(s) for the device related to the reported event rupture, cyst, pain, wrinkling, crease/ folding of implant, calcification and lymphadenopathy was requested on 15-may-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ wrinkling: no observed. ¿ crease/ folding of implant: no creases were observed. ¿ calcification: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, (via diagnostic testing) a right-side rupture. "Intermammary ganglion", cysts, calcification and pain. The device has been explanted.